Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a 41 cm (16") set lineare in pur ambrato con camera, filtro da 15, y-clave®, reg. Di flusso e bcv con ll that during administration of dacarbazine and was placed on a phlegm holder, the infusion set disconnected from the cockpit, causing the drug to leak onto the uniform and arm of the nurse. It was reported that the nurse washed with plenty of water with no other specific medical intervention required.

Manufacturer narrative:
H10 - no product samples, videos, or photographs were returned for investigation. The device history review for lot number 4572760 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.